Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that after implantation the patient experienced pain, infection, fistula, recurrence, dyspareunia, vaginal scarring and urinary and bowel problems. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to pelvic pain.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that the patient underwent hemorrhoidectomy, internal and external, superficial sphincterotomy, and fissurectomy on (B)(6) 2012, due to hemorrhoids, internal and external, fissure, and anterior midline. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.